Event description:
It was reported that during a customer acceptance procedure (to complete installation of new equipment), the customer identified a system error between the clinac and 4d treatment console but did not receive an interlock and, therefore, was able to beam on. There was no pt involvement and no injury resulted due to this event.

Manufacturer narrative:
The complaint investigation confirmed the customer's allegation. The user was able to change the collimator settings after the clinac and 4ditc were moded up, parameters verified, cleared of interlocks. The change was out of tolerance, but the 4ditc did not display a warning nor prevent the beam to be turned on. A mode within the 4ditc software, portfilm, had been inadvertently used, which lead this to occurrence. As a result, further training was performed at the customer site to clarify the users of the differences of using portfilm mode vs. Fixed x mode. Customer acceptance procedure will also be evaluated to ensure it provides clarification regarding this issue and recommends that portal images should be moded up as fixed x on the clinac console if treatment parameters are to be verified rather than as portfilm. Although no pt injury occurred in this case, varian has determined that an MDR is appropriate based on the allegation, as this event, should it recur, could potentially cause a serious injury. No further follow-up is anticipated. (B)(4).